Manufacturer narrative:
(B)(4). The customer report of an extension line/juncture hub separation was confirmed through complaint investigation of the returned sample. The customer provided one photo for analysis and the complaint can be confirmed from the customer photo as it revealed that the extension line was separated from the juncture hub. The customer returned one s-l midline catheter for evaluation. Signs-of-use were observed on the catheter body. The extension line was returned separated from the juncture hub and catheter body as reported. Visual inspection of the returned catheter revealed that the extension line body appeared stretched and deformed near the separation point. No evidence of contact with a sharp object was observed. No additional defects or anomalies were observed on the catheter body. The extension line length from the luer hub to the separated end measured 2 3/4", which is not within specifications of 1.955"+/-0.031" per product drawing. This indicates the extension line was stretched during use. The distal extension line outer diameter (od) measured 0.0745", which is not within specifications 0.093-0.097" per product drawing. This is consistent with stretching of the extension line caused by undue force. The inner diameter (ID) of the opening of the juncture hub measured 0.096" via calibrated pin gauge, indicating the extension line was molded to the correct diameter during manufacturing. Functional inspection could not be performed based on the condition of the returned sample. The extension line extrusion was returned completely separated from the juncture hub. As per r & d team, the appearance of the damage is consistent with excessive application of tensile forces to the extension line extrusion. The observed elongation and distortion of the extension line indicates pulling of the extension line during use. Additionally, the instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause catheter component damage or breakage. If placement damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." A device history record review was performed, and no relevant findings were identified. The customer report confirms that the patient pulled on the device during use. Therefore, the root cause of this event is contributed to unintentional user error - patient damaged. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the external lumen became detached from the hub within an hour of insertion". The catheter was pulled on by the patient and the patient was "found with lumen detached and blood oozing into bed". No injury occurred to the patient. The line had been placed in the right brachial vein and was removed on the same day. A peripheral IV was used instead. The patient was reported to be on pallilative care at the time of the event. It was reported the patient died on (B)(6) 2023 due to pancreatic cancer. The customer reported the device did not cause or contribute to the patient's death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the external lumen became detached from the hub within an hour of insertion". The catheter was pulled on by the patient and the patient was "found with lumen detached and blood oozing into bed". No injury occurred to the patient. The line had been placed in the right brachial vein and was removed on the same day. A peripheral IV was used instead. The patient was reported to be on pallilative care at the time of the event. It was reported the patient died on (B)(6) 2023 due to pancreatic cancer. The customer reported the device did not cause or contribute to the patient's death.